Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on the evaluation of the submitted photographs. In addition, an analysis of the log file provided by the account confirmed low flow alarms. According to the account, the issue resolved after the patient was given fluids. It was reported that the patient needed a driveline repair. The account reported no left ventricular assist device (lvad) alarms. Three photographs were provided for review, which confirmed that there were sections of the driveline that were missing the white outer jacket. A specific cause for this damage could not conclusively be determined through is evaluation. The submitted log file contained data from 25feb2021 through 02mar2021. The log file captured intermittent low flow hazard alarms. The pump appeared to be functioning as intended, staying at or above the low speed limit for the duration of the file. The account later communicated that the team plans to monitor for any lvad alarms and continue with rescue tape on the driveline instead. Additionally, the account communicated that the cause of the low flow alarms was identified. The issue resolved after being given fluid. There were no symptoms during the event. The device operated as expected. The patient continues with current management. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the customer requested for the patient to undergo a driveline repair with no lvad (left ventricular assist device) alarms observed and asymptomatic patient. Log file submitted contained no alarms associated with the reported damage to the outer jacket of the patient¿s driveline; however, the outer jacket damage was considered a cosmetic issue. A few low flow hazard events were recorded between (B)(6) 2021 to (B)(6) 2021. The calculated flow appeared to be fluctuating below the alarm threshold of 2.5lpm however these flow readings did not appear to be the result of any equipment malfunction. The customer decided not to proceed with a repair at the time. The patient was to be monitored. No additional information provided.